Event description:
A foreign distributing customer returned an electromechanical ambulatory infusion pump, stating that it was alerting a "system malfunction - ER.u" (under-delivery malfunction). There is no report of patient injury.